Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-05436/ 05437/05438/05441).

Event description:
Patient underwent an initial right shoulder procedure and experienced a cracking/popping noise and pain 2 years post op.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent an initial right shoulder arthroplasty. At six (6) week post-operative follow-up, pain, supraspinatus/greater tuberosity tenderness, biceps tendon tenderness, impingement, and subacromial crepitus were noted. At three (3) month post-operative follow-up, continued pain, supraspinatus/greater tuberosity tenderness, and biceps tendon tenderness were noted. At one year post-operative follow-up, continued pain was noted. Two year post-operative follow-up noted pain, instability, and subacromial tenderness. Approximately twenty-five (25) months post-operatively, popping and cracking in the operative shoulder was reported. No revision procedure or other treatment is indicated at this time.